Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy, when stapling the stomach, laparoscopic clips were used to control some delayed bleeding at the staple line.